Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # 850c69. Investigation summary this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows tissue with staples and some clips. An improperly formed staple can be observed in the tissue. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, photo was provided and it showed the condition of the reported event. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device lot number c9dj75, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 850c69, and no non-conformances were identified. Additional information was requested and the following was obtained: gst45w was involved in procedure.

Event description:
This case is from health authority. It was reported that the staples could not be formed when firing, causing that the patient's wound could not be normally stapled. No additional information can be provided.

Manufacturer narrative:
(B)(4) . Date sent: 7/19/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? -no investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.